Event description:
It was reported that the patient experienced cloudy dialysate with increased leukocytosis, coincident with peritoneal dialysis (pd) therapy. It was reported that the patient had experienced this during a short pd exchange after the pd catheter placement. There were no other symptoms reported. The treatment was not reported. It was not reported if the patient was hospitalized. The outcome of the reported issue was also not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow up medwatch will be submitted.